Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown. The report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-02387 / 02390).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: material sensitivity reactions. Inadequate range of motion due to improper selection or positioning of components. Intraoperative or postoperative bone fracture and/or postoperative pain. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces.

Event description:
It was reported patient underwent m2a hip arthroplasty on (B)(6), 2008. Subsequently, patient reports a revision procedure was performed in (B)(6) 2012, allegedly due to pain, sciatica, metallosis and necrosis. Cup, adapter, head, and stem were removed and replaced. Patient alleges that head would not disengage from stem during revision. Additional information received from patient's legal counsel report patient allegations of soreness, dysfunction, loss of range of motion, impairment, inflammation, damage to surrounding bone and tissue, lack of mobility, and elevated metal ion levels. Additional information from legal counsel for the patient further reports patient's revision procedure was performed on (B)(6), 2012. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch. The acetabular cup remains implanted and was not revised as previously reported. Corrected data: date of event ¿ blank ¿ not revised - remains implanted. Date of explants ¿ blank ¿ not revised - remains implanted.

Event description:
It was reported patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient reports a revision procedure was performed in (B)(6) 2012, allegedly due to pain, sciatica, metallosis and necrosis. Cup, adapter, head, and stem were removed and replaced. Patient alleges that head would not disengage from stem during revision. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.